Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® voluma¿ with lidocaine into the mentolabial folds and about 6 months later experienced swelling with pain and pressure that increased over the course of three weeks. A total of 300u of hylase were injected over the course of 2 sessions. Patient also given prednisolone 50mg for three days with dose reduction over the next week. About a month later, event reportedly resolved with no further complaints.